Manufacturer narrative:
The embolic material was not returned as it was consumed in the intervention. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Hemorrhages, quadrantopia / hemianopia and other neurological deficits are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). The cases of recurrence and persistent avms was unknown but may be related to the patients¿ baseline status. Per the reported information, there is no evidence suggesting that the device/ product was defective, but rather procedure and post procedure event. MDR related to this event: 2029214-2017-00394, 2029214-2017-00395, 2029214-2017-00396, 2029214-2017-00397, 2029214-2017-00398.

Event description:
Citation: endovascular treatment of intracranial arteriovenous malformations with onyx technical aspects. Weber w1, kis b, siekmann r, kuehne d. Ajnr am j neuroradiol. 2007 feb;28(2):371-7. Medtronic received the following reports: hemorrhage occurred in 2 arteriovenous malformation (avm) cases. One event occurred 2 hours after embolization when the avm was nearly complete obliterated. Which was probably caused by overloading of draining veins with the embolic agent. The second hemorrhage event occurred 2 weeks after the last embolization. The cause for this delayed complication remains unknown. Post embolization 5 cases were reported to have significant deficit with mrs greater than 2. 4 case of quadrantopia or hemianopia occurred in patients. 2 cases of recurrence at 3-month angiographic scan. These relapses cases were operated. 4 cases demonstrated persistent avm stunt after both embolization and surgery.